Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with complaints of not being able to see distance in normal daylight outside events two months following intraocular lens implant (iol). Additional information is requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in a.1, b.3, b.6, b.7, d.4, d.11, h.3, h.4, and h.10. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. All indicated associated products are qualified for use with this lens. The root cause cannot be determined. The lens remains implanted. The manufacturer internal reference number is: (B)(4).